Event description:
The customer reported that their info center failed to provide a bradycardia alarm when a pt's heart rate dropped into the 40's.

Manufacturer narrative:
The customer reported that their info center failed to provide a bradycardia alarm when a pt's heart rate dropped into the 40's. The info center was noted to be counting the pt's heart rate at 104 beats/minute. Of note, the pt had been in normal sinus rhythm but had a change in condition with conversion of the rhythm to complete heart block at which time a nurse noticed the rhythm, noticed the lack of alarms and responded. The pt went for a cardiac catheterization and was transferred to ICU, but expired several hours later. A review of the strips found that the strips were consistent with complete heart block with dissociation of electrical activity between the atria and ventricles. The st/ar algorithm was noted to be attempting to analyze p-waves and counting them as beats. Product labeling contains a specific warning regarding pts with complete heart block and potential risks associated with tall p-waves that may be detected and counted by the system. The available info does not support that there was a device malfunction.